Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the foot pedal remains on ablation even when not engaged. A maestro foot switch was selected for use. It was noted that the pedal still remained on ablation even when not engaged, which happened twice on the same procedure. The power was cut off to the maestro and was reset after both incidents. A self-test was then performed and the system worked properly until the next incident. The procedure was completed using the same device. No patient complications were reported.

Manufacturer narrative:
Date of this report, date rec'd by MFR: updated from july 25, 2017 to august 8, 2017. (B)(4).

Event description:
It was reported that the foot pedal remains on ablation even when not engaged. A maestro foot switch was selected for use. It was noted that the pedal still remained on ablation even when not engaged, which happened twice on the same procedure. The power was cut off to the maestro and was reset after both incidents. A self-test was then performed and the system worked properly until the next incident. The procedure was completed using the same device. No patient complications were reported.